Event description:
It was reported that during a lumbar fusion procedure, the tool was burnt and the tissue wrapped with the tool and attachment, also caused the drill to overheat. The surgeon had to drop the drill due to the excessive heat. The tool and attachment were subsequently replaced, and the drill functioned normally with no further overheating and the procedure was completed with backup product. Additional information regarding the event was received stating that the drill was used during the case to remove bone and tissue. When an excess of this removed bone and tissue is built up on the drill tip, it is usually cleaned off by the scrub nurse before the drill is used again. However, when this did not happen in this case and therefore the buildup of the excess tissue ended up between the drill and the attachment which resulted in the drill overheating. Therefore, it was already removed tissue and bone that caused the issue and there was no damage or impact caused to the patient. This information was confirmed by the physician.

Manufacturer narrative:
H3: product analysis of attachment as14: no conclusion can be drawn as the device was not returned for evaluation. Product analysis of tool 14mh30: no conclusion can be drawn as the device was discarded by customer. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 14mh30, serial/lot #: unknown, ubd:unknown , UDI#:unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: additonal information received states that the attachment was discarded by customer and the issue is happened due to user error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.